Event description:
"Nitric sensor cell failure" [device issue]. Case description: on (B)(6) 2014 medsun safety report (B)(4) was received by (B)(6) from the FDA. The report stated that the inomax dsir (B)(4) "had a nitric sensor cell failure". Additional information was obtained from the medsun reporter on (B)(6), 2014 and is included in this report. On (B)(6), 2013 the office of clinical safety at a hospital in the united states filed a voluntary medsun report with the FDA regarding the inomax dsir (B)(4). The report stated that on (B)(6), 2013 "nitric was still being delivered through the machine, but it was alarming and was unable to display the amount of nitric being delivered". Respiratory therapy technicians determined that "there was no [nitric oxide] cell failure" the device just "needed to be recalibrated". A search of the (B)(6) complaint reporting database revealed no associated complaints for the inomax dsir (B)(4) from the reporting hospital during the time frame indicated on the medsun report. On (B)(6), 2014 the medsun reporter was contacted and provided additional information. The inomax dsir (B)(4) was in use on a post op acutely ill adult male pt. Inomax had been started at 20 parts per million (ppm) on (B)(6), 2013 post ventricular assist device (vad) implant surgery. The inomax dsir was functioning without problems. On (B)(6) 2013 the inomax dsir alarmed "nitric sensor cell failure" and stopped displaying the amount of nitric oxide being delivered. According to the reporter, "the device was delivering nitric oxide but because the device was alarming and not displaying the amount of no being delivered the device was switched out with another dsir" (serial number not provided). The reporter reviewed the pt's medical records and determined there was no impact to the pt other than a "slight interruption to the pt" when the devices were switched out. She stated that the records did not indicate any change in the pt's vital signs or condition during the switch out. The reporter stated that it is the hospital's policy to report to the FDA any problems with devices that are in use on a pt whether or not there is impact to the pt. The reporter stated the inomax dsir (B)(4) was removed from service and taken to the hospital's biomedical engineering department for inspection. According to the reporter, biomed checked out the device and determined that there was no problem with the no sensor but the device did need recalibration. After the biomed department recalibrated the inomax dsir it was returned to service in the hospital. Biomedical engineering did not contact (B)(6) technical services to discuss the alarm condition or troubleshooting and the device was not returned to ikaria for inspection at the time of the issue.

Manufacturer narrative:
(B)(4) received from the FDA on (B)(6), 2014 reported that inomax dsir (B)(4) "had a nitric sensor failure". Nitric was still being delivered through the machine, but it was alarming and unable to display to amount of nitric being delivered". Evaluation summary: this MDR is filed in response to receipt of a copy of a user MDR, (B)(4), from (B)(6), as is (B)(6) practice. There were no delivery failures or adverse events associated with the reported incident. This incident was not reported to (B)(6) has no record of contact regarding the incident from the facility. Follow-up investigation with the facility revealed no pt impact. The device was reported to and returned to the biomedical engineering group at the user facility, where it was found that there was no component failure. The device was calibrated, functioned per expectations, and was returned to use in the facility. Based on follow-up investigation,the root cause for the incident was failure to calibrate the device.